Event description:
Device malfunction: none. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure with a proglide device after a diagnostic procedure. Reportedly, after foot deployment the physician inadvertently pulled the plunger out of the device before needle deployment occurred. The device was removed without difficulty and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.